Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received six inappropriate electric shocks as well as anti-tachycardia pacing (atp) for a supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and discussed troubleshooting. No additional adverse patient effects were reported outside of electric shock. Currently, the device remains in service.